Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, sleeve leakage was observed on four (4) units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, sleeve leakage was observed on four (4) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, bd received three photos for investigation. The photos depict blood in the vacutainer holder of all the fbn samples. In one of the photos, the rubber sleeve appears slanted, however, it is unclear if the sleeve is fully recovered as it is obscured by the vacutainer holder. Another photo shows a slanted rubber sleeve and a silver-colored protruding feature, likely the np cannula piercing the rubber sleeve that may have caused the reported leakage. Another photo displays three fbn samples, however, due to the vacutainer holder blocking the view, it is undetermined if the rubber sleeves are fully recovered. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.